Event description:
It was reported that the patient presented for a scheduled procedure. Prior to the procedure it was noted that the right ventricular lead exhibited low pacing impedance and high capture threshold. During the procedure, insulation damage was observed on the right ventricular lead. The lead was capped and replaced. The patient was in stable condition post-procedure.